Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported the stimulator was not working to control bladder symptoms. They reported their healthcare provider told them that since the ins on the right side wasn't working, they could implant on the left side. They stated that even though they had 2 implants, they still had no bladder control. The patient noted that they were frustrated because they had no bladder control and they had to quit their job because they couldn't go anywhere. It was noted that about a month after they were implanted they notified the manufacturer representative that the therapy was not working, the rep walked them through changing programs and told them to give the therapy time to work. They were attempting to get in touch with the rep again. The patient also reported the implants were painful. They explained they had pain at their groin and at the site where the implant was. The patient mentioned that the pain was subtle, but had gotten worse. They noted that the implant on the right side hurt terribly, but indicated the pain was from both implant sites. It was noted that the doctor had done an x-ray to see that the patient's hip was fine, but mentioned that they thought the ins was knocking into the patient's hip. They also noted they had tried lowering stimulation, but noted that the stimulation was still there and normal. During the call the patient mentioned they had gained a lot of weight. They explained that since they couldn't go 10 feet without leaking, they didn't walk and therefore they had gained a lot of weight and they were heavy to begin with. No further complications were reported or anticipated.